Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that they were hospitalized for high blood glucose and covid-19 on unknown date. Blood glucose reading was 520 mg/dl. The customer stated that insulin pump was damaged and it was not rewinding. The insulin pump will be returned for analysis.